Event description:
It was reported that implanted pump's flow rate has decreased slightly. Flow rate is approximately .2 to .3 ml per day. Should be .5 ml per day. Pump remains in pt and condition is being addressed with a warm preservative free saline rinse of the reservoir.